Event description:
Cs29 appeared to fire correctly; on removal from patient it was hung up on something. With twisting of device and attempts to open it, it was freed and removed. Leak testing revealed a leak in anastomosis, which was oversewn.